Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high blood glucose reading of 456 mg/dl and self-administered 4 units of external insulin by injection while still connected to the ilet pump. The user was advised to disconnect from the pump for at least two hours before reconnecting, and the event aligned with an improper or incorrect use procedure; no specific device component was implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.